Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While surgeon was preparing the femur for the exeter prosthesis, the exeter modular broach broke off/disengaged from the broach handle resulting in the broach being left in situ until the surgeon eventually was able to remove the broach and complete the total hip procedure.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding cracking/fracturing involving an accolade handle was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
While surgeon was preparing the femur for the exeter prosthesis, the exeter modular broach broke off/disengaged from the broach handle resulting in the broach being left in situ until the surgeon eventually was able to remove the broach and complete the total hip procedure.